Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced a divert gate at a dimension vista instrument. During follow-up with the customer, the customer stated that samples were routing as expected. The cause of the patient samples remaining on the automation track instead of going onto an instrument for testing was a malfunction of the divert gate. This device is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of a workcell automation system contacted the siemens customer care center and stated that multiple error codes were observed and some patient samples were remaining on the automation track instead of going onto an instrument for testing. The operator stated that patient testing was delayed due to the issue. When the laboratory received calls requesting results, the operator located and processed the samples. The operator could not provide sample ids or what tests had been ordered for the patients. There are no known reports of patient intervention or adverse health consequences due to this issue.